Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the control body fluid damage, the side body cover fluid damage, the biopsy inlet piece fluid damage, the biopsy inlet t-piece fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the ae cable fluid damage, the lg cable connector fluid damage, the ground terminal fluid damage, the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) crushed, the operation channel leakage, the operation channel hooking, and the light guide fiber bundle (lcb) broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.